Event description:
It was reported that a patient underwent a cardiac ablation procedure with vizigo sheath and the hemostatic valve was broken/cracked. Issue occurred intra-op. One and a half hours after the octaray catheter use, the hemostatic valve was damaged and the octaray tip was damaged. Resolved by replacing the vizigo sheath and the octaray. The procedure was completed without patient's consequence. Additional information was received on19-jan-2026 which indicated that the vizigo sheath valve was damaged; therefore, the octaray was pressed firmly, which caused it to become damaged. Ultimately, it could not be inserted into the patient's body. As a preventive measure, the octaray was replaced. The detachment of the product such as the spine and electrodes did not occur. Additional information was received on 20-jan-2026. The section where the broken / cracked issue was observed was the hemostatic valve. The sheath was being used on the patient. No air entered the patient¿s body. Blood return was not observed. No needle was involved in the alleged event. Additional information was received on 11-feb-2026. The section where the broken / cracked issue was observed was the hemostatic valve. The octaray could not be inserted. The hemostatic valve did not dislodge inside the hub nor outside the hub. The brim cap / hub did not become detached from the sheath. The catheter damage did not result in wires being exposed nor any lifted / sharp rings. Resistance was encountered during catheter insertion. The octaray could not be inserted into the vizigo sheath and because attempted to insert the octaray forcefully, there was a risk of damage. Both devices were replaced. The octaray catheter damage was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The hemostatic valve damage on the vizigo sheath reported was originally considered non-reportable, however, bwi became aware on 20-jan-2026 that the hemostatic valve was broken/cracked and have reassessed the event as reportable. The awareness date for this record is 20-jan-2026.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-feb-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with vizigo sheath and the hemostatic valve was broken/cracked. The device evaluation was completed on 05-mar-2026. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, microscopic examination and irrigation test were performed of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was partially broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter, suggestive that excessive force manipulation was applied. Finally, a back pressure test was performed, and a leakage was identified through the hemostatic valve, as well as, bubbles during the negative back pressure test. This failure mode could be related to the issue reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve issue reported by the customer was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).